Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 48 mg/dl and that her blood glucose increased to over 600 mg/dl within the next five hours. The patient treated the low blood glucose with food and glucose tablets. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. The device was not exposed to a strong magnetic field. However, the infusion set cannula was bent at the tip; the customer was unsure if the bend occurred during removal. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp and two replacement infusion sets were shipped to the customer.